Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report; b5: describe event or problem; d4: additional device information; d9: device availability ; g3: date received by manufacturer; g6: type of report; h1: type of reportable event; h2: follow up type; h3: device evaluated by manufacturer; h6: adverse event problem; h10: additional narrative. Zimvie received one (1) t3pt5411, (t3¿ pro tapered implant 5/4mm (d) x 11.5mm (l)) for evaluation. Visual evaluation was performed, damage to the implant was identified. The implants collar was fractured. A fractured driver fragment was identified inside implant. DHR review was completed for the subject lot number 2023061320. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023061320 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that when tigheting the implant the driver fractured inside, the implant had to be removed. Implant had fractured at the collar as well.other implant placed.